Event description:
The consumer reported receiving internal burns on her back from the heating pad. She did not feel the pain from the alleged burns, they were noticed by her doctor. She stated the injury occurred when she fell asleep on the heating pad, the owners manual clearly states to not lay or lean against the heating pad.